Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had not been using the pump and when the pump was connected to a power source the pump would not turn on despite the attempt of multiple usb cables and wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. There was no patient involvement, as the pump was not being used on the patient at the time of the event.